Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high hemoglobin (hgb) results without instrument generated flags on two (2) patient samples: the initial results were 12.5 and 10.0g/dl for patients a and b, respectively. The results were not reported out of the lab customer re-tested both specimens twice and obtained lower hgb results. Customer considered the rerun results to be correct. Based on available information, there was no affect to patient treatment.

Manufacturer narrative:
Qc was run before and after the event and results recovered within expected range. A field service engineer (fse) was dispatched: the fse replaced the hgb cuvette assembly due to a spill of diluent. The fse verified the instrument operation. Although hardware was addressed by the fse, a clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.